Event description:
The doctor stated that the patient received a medpor implant in the right maxilla area in 2006. The doctor reported that the area became infected and he removed the implant in the same year.

Manufacturer narrative:
Lot number information was not provided, therefore, a review of the device history records could not be performed.